Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the bf wash probe 1 was clogged. The fse replaced the probe and primed the wash. The fse also found intermittent x-axis errors. The fse adjusted the x-axis position and z cup pick-up. The fse ran the cup evaluation several times without error. The customer prepared controls and verified all results were within acceptable range. All errors cleared and the aia-2000 instrument was operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 6 may 2017 through 6 june 2018. There were no similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages is as follows: the 2235 b/f probe 1 suction failure. Cause : the overflow sensor detected liquid after washer suction action was completed. The measurement result will be flagged (wu flag). Solution : clean b/f probe 1. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. The most probable cause for the reported event was the defective wash probe and the x-axis needed an alignment.

Event description:
A customer reported error 2235 b/f probe 1 suction failure on the aia-2000 instrument during startup. The technical support specialist (tss) advised the customer to verify that the wash/diluent was full and no air was in the lines. The customer also primed all fluids and no errors occurred. The customer cleaned the wash probes prior to priming. The customer was advised to complete a version up. The error was also observed the previous day during the daily maintenance. The customer called back and stated they were still having the issue after performing the version up and also received error 4163 x-axis cup transfer z-axis home overrun which was aborting the run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.